Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-01108. It was reported the patient was no longer receiving effective stimulation. He underwent lead revision surgery on (B)(6) 2013. The procedure was abandoned due to the patient not receiving pain coverage. The patient's entire scs system was removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.